Manufacturer narrative:
The pump passed the leak test. However, the pump was received with intermittent buttons due to a problem isolated to the keypad assembly. The pump was received with the keypad connector properly connected. No damage or moisture damage was noted on the keypad assembly. No stuck button alarms were found at the long traces history file or were noted during testing. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons responded intermittently. Insulin pump will be replaced.